Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes loss of ventricular capture and dislodgement. The lead could not be repositioned and was therefore replaced.